Event description:
The facility reported an infusion pump with "alarm not working at all" information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated they have no record or any patient incident involving the pump since the last baxter service event and no patient injury had been reported.